Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-01418. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient had a history of bradycardia and a wide qrs intermittently. The right ventricular lead exhibited low pacing impedance and externalized conductors was also visually confirmed during the procedure. The lead was capped and replaced on (B)(6) 2020. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Only a connector portion of the lead was returned in one piece measuring 11.9cm. Visual inspection of the lead found an external insulation abrasion exposing the ring electrode coil caused by friction to the device can noted at 7.0cm to 7.2cm from the connector pin. Another external insulation abrasion exposing the superior vena cava cables noted at 7.8cm to 7.9cm with no damage noted to the etfe cable coating. The cause of the reported events was isolated to the insulation abrasion found on the lead.